Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user, who is a type 2 diabetic, reported that on (B)(6), after noticing a change in how she was feeling, she tested her bg level with her dario meter which read over 500 mg/dl. The user also reported that she tested her bg level for the next two days, receiving bg readings of over 400 mg/dl and 399 mg/dl, respectively. The user stated that all three bg readings were tested before eating a meal. Due to the above, the user spoke to her doctor, who instructed the user to go to the emergency room where her bg was tested twice and found to be under 100 mg/dl both times. The user stated that this bg reading of 100 mg/dl is normal for her, when compared to the bg reading of 469 mg/dl that she received from her dario meter after the user returned home from the hospital.

Manufacturer narrative:
While troubleshooting on the phone with dario's representative, the user confirmed receiving the following bg readings on (B)(6): 399 mg/dl at 13:00, 392 mg/dl at 13:36, and 486 mg/dl at 19:56, after which the user went to the ER as per her doctor's instructions. During the troubleshooting, it was determined that the user was storing her cartridge of strips in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. To date, the user's case is still in progress. If new information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.